Event description:
It was reported that following the repair of an ascending aorta dissection, a painpump was placed for post-operative pain. Following removal of the painpump, patient complained of chest discomfort and protrusion of something in their left anterior chest. A CT scan showed a foreign body was present. The patient underwent a procedure to remove the retained foreign body, and a piece of introducer sheath was removed from the patient.

Manufacturer narrative:
The product was not returned for investigation. In addition, no lot number was provided.